Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the issue began on (B)(6) 2016 at 4pm when he allegedly obtained a blood glucose result of 240mg/dl using the subject device which the patient felt was elevated compared to how he was feeling. The patient manages his diabetes using insulin (self-adjuster) and reportedly administered an additional 6 units of humalog insulin on (B)(6) at 4pm in response to the alleged issue. The patient claimed experiencing symptoms of sweaty approximately 1.5 hours after the alleged issue began, and did not specify any further form of medical intervention being received in response to the reported issue. The patient confirmed that his blood glucose had not been measured using any other device at the time. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and the test strips had been stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.